Event description:
The customer reported that during a hysterectomy, the surgeon had difficulty opening the jaws while on tissue. The surgeon was able to remove the device manually with no tissue damage. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.